Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose reading (below 40 mg/dl). Reportedly, the customer alleged that the pump had delivered a bolus while the customer was asleep. Sugar, glucose shots, gel, juice, and food was consumed to treat the low bg. Multiple attempts were made for a pump upload so a log review could be performed by tandem technical support; however, the customer did not respond.